Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7103648.

Event description:
It was reported that after a trial procedure, the patient was experiencing pain and skin irritation due to severe reaction with the bandages. It was also noted that the patient had an infection on both incision sites. The physician did not believe that the infection was device related but rather due to allergic reaction to bandages. The patient was prescribed with pain medications and placed on antibiotics. The patient underwent a trial lead removal and was doing well postoperatively. All products were not returned.